Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the implantable cardiac monitor (icm) was unable to be interrogated. The icm was removed and replaced. The patient had no adverse consequences.